Event description:
It was reported "bad blood test results reported for this patient with an increase in white blood cells and crp-c-reactive protein. Presence of numerous flows at the level of the mickey button tubing. Inflammatory skin condition all around the tubing and the presence of an induration which causes abdominal pain in the patient. Follow-up blood test scheduled for next week. Change in the dressing protocol for the tubing decided by the stomatotherapist. At the request of the neurologist, the patient scheduled to see his doctor to set up a double antibiotic therapy as of today. The patient will be seen again next week by the neurologist." There were no reported injuries. Additional information received 13-aug-2024 stated, "the incident happened at the patient's home and not in a health facility. [At] this moment, there is no need for medical intervention. The new dressing protocol was prescribed by [the physician] after advice from the stomatherapist. This new protocol was decided after viewing the photos that [the patient's spouse] sent to the neurologist. Then, the antibiotic treatment was prescribed by [the patient's] attending physician who set up a double antibiotic therapy with ceftriaxone, im [intramuscular], 1gram, per day for 8-days and flagyl, 500mg, three times daily for 8-days. The current condition of the patient is quite correct, despite the presence of flows around the tubing. [The patient] must be reviewed by the gastroenterologist in the coming days."

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 04-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.